Manufacturer narrative:
(B)(4).

Event description:
Patient allegedly received an implant on (B)(6) 2010 via right common femoral vein due to deep vein thrombosis (dvt), pulmonary embolus (pe) and intolerance of anticoagulation (per operative report). Patient is alleging filter fracture. Per a computerized tomography (CT) scan of the abdomen ¿ there is an infrarenal ivc filter demonstrated with the cephalad apex approximately 1.1cm from the inferior margin of the renal veins. There is leftward tilt of the cephalad apex with the apex abutting the left lateral wall of the inferior vena cava. There is evidence for perforation of at least 5 struts. The most significantly perforated strut along the right anterolateral aspect extends approximately 1.1cm beyond the confines of the inferior vena cava and appears to penetrate the third portion of the duodenum. The next most significant strut perforation is along the posterolateral right margin extending into the anterior margin of the right psoas muscle, extending approximately 9mm beyond the confines of the inferior vena cava.¿ per the ivc filter retrieval operative report, ¿the patient was taken to the or and laid supine on the table. Anesthesia was induced by the anesthesiologist. Using ultrasound guidance and a micropuncture system, the right ij vein was accessed. Forceps were used to extract the buried filter collar and hook from the caval wall. The filter collar then was snared, the filter was collapsed and retrieved with the 18f sheath. Cavagram at this time revealed no ivc defects. One tine was noted to remain in the cava and then into the left pulmonary artery. Left pulmonary arteriography was performed to identify the branch in which the tine resided. Wire was directed into the pulmonary artery and then the left pulmonary artery. Snare was used here to retrieve the tine.¿